Event description:
It was reported that the customer's insulin pump alarmed motor error when the insulin pump was in his pocket. The customer's blood glucose was 209 mg/dl. The customer removed the battery and inserted a new battery. However, the buttons were not responding afterwards. Advised customer to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.